Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed customer service representative provided the customer with directions to perform a safety reset. The issue was resolved by performing a safety reset on the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.